Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer turned off the pump for one night and upon turning the pump back on they received a message stating that the pump had been reset. Customer's blood glucose level was not impacted. Customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.